Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna was frayed; cable insulation was peeling away at the donut end and wires were exposed. There was a recharger failure; the "no device found" message was noted. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having problems with the controller as system problem rm03 would display when recharging the ins. Pss walked the caller through resetting the controller. Upon completion of the controller reset, caller confirmed seeing the home screen with group b and programs 1, 2, 3 and 4. Caller stated that the controller battery was at 60% and that the ins battery was at 40%. Pss then had the caller attempt to recharge the pt's ins; caller stated that no device found appeared. Pss reviewed the passive recharge mode with the caller and pss had the caller select recharge; caller stated that on the trying to recharge (al) screen, the three numbers read as 1 4 5; pt had the rtm placed over their gown, so pss had the caller place the rtm directly on the pt's skin; caller then stated that the three numbers on the trying to recharge (al) screen were 0 31 40; caller noted that the green light above the screen was flashing. Caller then stated that system problem rm03 appeared. Caller then stated that the rtm cord was getting hot in the center when they were trying to recharge the ins and that it was uncomfortable; caller was describing how hot the rtm cord would get, however pss had great difficulty understanding the caller clearly at that point of the call. The issue was not resolved. An email was sent to the repair department to replace the rtm. Caller initially stated that the issue first started a couple days ago,however later in the call, caller stated that the equipment had been acting up for the past three or four days. The rep called back stating pt was a confused elderly woman and cannot make a call. Rep reported the relay box on rtm gets hot and pt has trouble charging and the remote displays a message something about charging issue. Reviewed a pt rep called yesterday on pt's behalf and an rtm was sent.